Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to noise and increased threshold. The patient was stable post-procedure.